Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. One used decontaminated sample 10009163-003 7.5mm deht blu suctionaid sub-assy was received for investigation in plastic bag. Under visual inspection we noticed app 0.7mm long tear in cuff. During manufacturing process the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12 hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. The inflation test was repeated on the received sample. It was found that it is not even possible to inflate cuff as it leaks so badly. Due to fact that cuff leak was observed after placement it is the most probable that reported failure occurred during tracheostomy procedure or during use. The cause of the reported problem was traced to the user manipulation of the device during the placement. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product.

Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes bluselect. Reported during the use of the product, a pinhole (or a tear) was found in the cuff. No patient injury.